Event description:
It was reported that an external fluid leak was observed from the access line connector of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the connection between the access line and the priming accessory. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.